Event description:
A positive bias has been observed in patient results for insulin-like growth factor (igf-1) obtained on an immulite 2000 xpi instrument. Positive bias was noticed on kit lot 480 in comparison to kit lot 477. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The initial MDR 2432235-2012-00392 was filed on november 20, 2012.(B)(4): additional information: the corrections and removal report (crr) was filed with the FDA on november 28, 2012. The crr number is 2432235-11/28/2012-007-c.

Manufacturer narrative:
The cause of the falsely elevated igf-1 results is unknown. An urgent field safety notice (ufsn), ufsn 4005 - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in november 2012. Siemens is investigating this issue.